Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 495 mg/dl. Customer reported there was no symptoms related to high blood glucose event. Customer agreed for troubleshooting for high blood glucose. Auto mode feature was not active at the time of high blood glucose event. Insulin pump will not be returned for analysis.